Event description:
Trochanteric nail implanted appears to show lag screw cut out. Advanced orthopaedic solutions (B)(4) became aware of this incident on (B)(6) 2014.

Manufacturer narrative:
I did not become aware of this incident until (B)(6) 2014. When I found out, I immediately submitted this report.